Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors and power error detected alarm. Customer¿s blood glucose was unknown at the time of incident. The customer reports insulin pump was able to rewind. The customer stated that notification light stops immediately. Troubleshooting was performed for pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and active current test. Pump error 75 alarmed during self test and failed sleep current test due to lithium backup battery being disconnected at the connector. After reconnecting the internal battery through the j6 connector the insulin pump was monitored and functioned properly. Pump error 23, error 49 and error 68 alarmed during boot up due to back up battery being disconnected. The power management tool indicated no back up battery and alarmed power error. After reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm. Problem isolated to electronic assembly.